Event description:
Clinical engineer's pantleg was caught on the adjustable extension shafts, which pulled his leg toward the pinch point on the ergometer. No injury, though it potentially could cause a sprain. A good solution would to place a soft cover over the shafts or redesign the assembly somehow.device #1is this a laboratory device or laboratory test?no.